Manufacturer narrative:
Additional information was received that the nose cone was recaptured into the dcs and as the dcs was withdrawn, a portion of the valve caught on the dcs which caused the valve to dislodge. It was noted that the dcs was not twisted or torqued while inside of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutr-23-us, serial/lot #: (B)(4), ubd: 01-aug-2021, UDI#: (B)(4). The valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment at an a ppropriate depth, the delivery catheter system (dcs) was withdrawn and the nose cone was retrieved prior to dcs removal. During removal of the dcs, the valve dislodged from the annulus and migrated aortic. Subsequently, a second valve was implanted without issue. No adverse patient effects were reported.